Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn: (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager latch was misaligned. A field service engineer latch screw was missed, tighten find screws and repaired, aligned latch, conductive grease applied to remote manager latch harness and cabling appear to be in good the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es latch on the remote manager was misaligned and does not align properly to close. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.